Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from unk to (B)(6) based on the returned product. Section d-4 (device expiry date) and h4 (device mfg date) have been updated based on the returned product. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Watermark was observed at the base of the tail indicating the sensor was properly inserted. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. The sensor was de-cased and visual inspection has been performed, no issue were observed. This issue is not confirmed to early sensor removal. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 3 sensor. Customer reported a reading of 59 mg/dl was obtained on the sensor scan and experienced headache, anxiety, and a loss of consciousness. Emergency services was called and a reading of 450 mg/dl was obtained on the hcp meter. The customer was treated with insulin (unknown dose), saline, and unspecified medication for headache for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre 3 sensor. Customer reported a reading of 59 mg/dl was obtained on the sensor scan and experienced headache, anxiety, and a loss of consciousness. Emergency services was called and a reading of 450 mg/dl was obtained on the hcp meter. The customer was treated with insulin (unknown dose), saline, and unspecified medication for headache for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies and clinical studies were performed during product development and on market performance continues to be monitored via stability, clinical trials as a part of on market performance monitoring process. Trip trend is not established. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (08icumfm4) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01, which has a similar product distributed in the u.s. Model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 3 sensor. Customer reported a reading of 59 mg/dl was obtained on the sensor scan and experienced headache, anxiety, and a loss of consciousness. Emergency services was called and a reading of 450 mg/dl was obtained on the hcp meter. The customer was treated with insulin (unknown dose), saline, and unspecified medication for headache for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.